Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. On 17-october-2024, it was reported by the patient that six infusions set cannula was kinked within 3 hours of insertion. Event was occurred on 17/08/2024, 27/08/2024, 30/08/2024, 08/09/2024, 15/09/2024 and 20/09/2024. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.